Manufacturer narrative:
(B)(4). Additional information requested specific to complaint description and patient condition. No additional information received at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished; an x-ray should be obtained, and further consultation requested." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the event as: " head of service of uci adult reports that by passing the catheter this 10 cm of guide is presented during the step he feels forced, which suspends the advance of the guide and the process of removing the catheter it is observed that the guide has been destroyed (the point is divided in two) and has stained within the blood vessel does not come out completely later retire".